Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the sound of the x3 was functional and one could hear it as usual. The brt also reported there was a speaker inoperative message present. Since the problem was related to a bug in software revision n, there was no repair done to the device. The issue occurred when the monitor was connected to the patient and the x3 was in companion mode with another monitor testing the speaker. There would be no response from the speaker; therefore, triggering an inop. This was a result of the x3 using too low voltage when doing the test in companion mode. This issue was resolved when the device was updated to software rev p. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
It was reported that the intellivue x3 indicating a speaker technical fault. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Event description:
It was reported that there was a "speaker technical fault". It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.